Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on the second day of infusion use, she was sleeping and was woken up because she was having high blood glucose level. She noticed that the tubing was disconnected from the quick release. The site location was back of the left arm and the pump was at the back of the pants. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.